Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Product problem, close complaint, cust reportingcustomer reported that the insulin pump delivered too much insulin and then too little. The blood glucose reading was 323 mg/dl. Customer treated with the insulin pump. Customer stated that the bolus wizard settings were correct and was unsure of what the basal rate settings should have been. Customer was assisted with programming the insulin pump and entering the meter ID. Nothing further was reported.